Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Product will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 19 mg/dl, 120 mg/dl, 89 mg/dl, and 104 mg/dl (mobile system 1) and 105 mg/dl (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test strips have been discarded.